Event description:
Reporter alleged blood glucose measured 190 mg/dl performed at 7:30 am, back to back with a result of 90 mg/dl, when testing was performed at 7:31 am. As a result of the comparison, no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.